Manufacturer narrative:
This report is being filed with the FDA on (B)(4) 2014. The investigation into this potential complaint is ongoing and a root cause has not yet been determined. Siemens will file a supplemental report once a full investigation has been completed and root cause analysis has been determined. The incident occurred in (B)(6).

Event description:
It was reported that during a pt procedure with the artis zee biplane system, the ivs monitor showed a mouse egg timer. Furthermore, the kv and ma were not displayed on the ivs screen and dimmed on the dcs screen resulting in a delay of procedure. The customer received an image processing error and proceeded to restart the system with a hard reset. The rest resolved the error and the operator was able to continue with the procedure.